Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, an attempt was made to link the implantable neurostimulator (ins) proximally through the box but they were unable to connect proximally to the communicator for configuration with the tablet. So the box was opened and the communicator was placed directly on the stimulator, which also did not work. Another tablet and communicator were obtained to try again. After several failed attempts, it was possible to link the communicator by keeping them very close and applying pressure. However, it took several minutes to achieve the link. After this, it was possible to link without major issues distally. The issue was resolved. There was no patient injury.